Manufacturer narrative:
.

Event description:
It was reported that high impedance was detected on this patient's vns system. It was also reported that the patient's cough associated with stimulation has lessened and the patient feels less vibration with stimulation. Surgery occurred on (B)(6) 2105. The high impedance was confirmed prior to the surgery. During surgery, it was determined that incomplete pin insertion was suspected to be the cause for high impedance. Thus, only a generator replacement occurred and the high impedance was resolved upon three diagnostic tests. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Device manufacturing records for the generator and lead were reviewed and found all specifications were met prior to distribution.